Event description:
Right eye cataract extraction with phacoemulsification and placement of an intraocular lens, pars plana vitraectomy, endolaser. Instrument count incorrect due to broken maxgrip forceps tip. Received broken maxgrip forcep(alcon finesse 27+ grieshaber maxgrip forceps reflex dsp ref 811.13, lot 170t5d, exp 2027-07-31)tip from surgeon. Broken tip size noted to be smaller than a 10-0 nylon suture. Right eye examination was clear under zeiss ophthalmic surgical microscope.